Event description:
The customer reported via e-mail being hospitalized. The customer stated that about three weeks ago his blood glucose dropped rapidly and did detect on time; he had a seizure and ended in the hospital. They checked him and then released the same day. The customer mentioned having a few instances on the weekends where his insulin pump alarmed letting him that his sugar level was dropping, which he like it. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.